Event description:
New information received notes there was no evidence of right ventricular (rv) lead damage upon inspection during fluoroscopy. Only one episode of rv lead noise was observed on (B)(6) 2024. The physician was not concerned as the patient was not dependent on the device for normal function. Programming changes to sensitivity were made. The rv lead remained in use. The patient was stable.

Event description:
It was reported that during an interrogation in clinic, multiple alerts of ventricular noise were observed. The noise was reproducible with pocket manipulation. Programming changes to increase sensitivity were made. The patient was being monitored. The patient was stable.